Event description:
It was reported that following the lead placement and before the stimulation was turned on, the patient believed that they were having a reaction. The patient was then taken to the emergency room (ER) by ambulance and was doing well upon follow-up. It was also noted that the patient had a successful trial and the removed lead was discarded by the medical facility.

Event description:
It was reported that following the lead placement and before the stimulation was turned on, the patient believed that they were having a reaction. The patient was then taken to the emergency room (ER) by ambulance and was doing well upon follow-up. It was also noted that the patient had a successful trial and the removed lead was discarded by the medical facility. Additional information was received that the patient had a highly sensitive allergy to sulfur and sulfur products. The physician believed that the issue was not device related and was most probably due to allergic reaction from trace amounts of sulfur in ancef.